Event description:
A complete se stent was implanted in the right sfa. During a revascularisation two complete se stents were implanted. Approximately 10 months post revascularisation, the patient suffered occlusion of the target vessel (right sfa) and was treated with revascularisation using non-mdt pta and stenting. Patient recovered..